Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not shown on the server. A technical support specialist (tss) dialed into the server and verified patient details in ephi; confirmed with the user that most patients appeared, but one patient was still missing. Investigated and found the patient had a temporary mrn (medical record number), which explained why the record appeared only when searched by name. Verified adt (admit discharge and transfer) interface was functioning correctly, and messages were acknowledged by pyxis. Checked cce uptime (597 days), confirmed services running, but noted med solution was inaccessible and returned a 500 error. Verified medp messages crossing via sql query. Discovered multiple patients were manually discharged by a user while still in pre-admitted status, causing placeholder records. Advised sending new adt messages with a future discharge date to recover affected patients. Restarted services (rabbitmq, bd central service) without success; reboot was not permitted. Memory usage was high (93%). Coordinated with interface team for next steps and documented that reverse discharge settings may need adjustment. Customer stated that the issue was resolved for all affected patients and confirmed that a process has been implemented to prevent this from happening in the future. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server patients were not showing up and customer had confirmed this issue happen to multiple patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.